Event description:
It was reported that there were 24 occurrences where the seal open and sterility is compromised with bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: it's been noticed that the unit package seals were open in the warehouse checking in the distributor site. A shelfbox was found with the same issue, totally 24 single units. Which cannot be sold or used.

Manufacturer narrative:
There was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record was performed and no quality issues were found during production.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were 24 occurrences where the seal open and sterility is compromised with bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: it's been noticed that the unit package seals were open in the warehouse checking in the distributor site. A shelfbox was found with the same issue, totally 24 single units. Which cannot be sold or used.